Event description:
I have been using amo complete moisture plus for the last 4 or 5 months and since I have been using the product I have been experiencing eye irritation causing me to constantly have to rub my eye or check to see if something is in my eye. I have also experienced a lot of tearing of my eyes. It seems to affect my left eye more than my right. I wear contacts that I am able to sleep in overnight and when I wake up in the morning my eyes are glued shut. I have worn contact lenses for 12 years and have never had this problem before. I just started using the brand. I also recently learned that this product has been voluntarily recalled due to some users experiencing serious problems with their vision where some even require a corneal transplant. Just thought I would share the information because before I thought it may have been the contacts I was wearing, but now I realize it's more likely due to this solution. Dates of use: 2007. Diagnosis: contact lens wearer.